Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; the sample was likely low-target or mishandled. Customer agreed with pas's findings and added that they would be examining their workflow. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run using assay lot 278579 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive and was reported to the physician, but not the patient. A separate aliquot of the original sample was retested twice and was negative both times; the negative result was reported to the patient. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of associated/reported adverse events.